Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer failed functional tests. The analyzer was removed from the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer subsequently tested out of specification during manufacturers analysis.